Manufacturer narrative:
(B)(4). Concomitant medical devices: nexgen precoat cr-flex femoral component size e minus left catalog #: 00595001505 lot #: 62270572, nexgen stemmed cemented precoat tibial component size 4 catalog #: 00598003702 lot # 62377462, nexgen standard all poly patella catalog #: 00597206532 lot #: 62358012. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-02644.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address instability approximately nine (9) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Visual examination of pictures provided confirmed the devices showed signs of use and were explanted. The device history records were reviewed and no discrepancies were identified. Per the package insert, instability is a known adverse effect of the system, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.